Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, and the patient¿s expiration could not be conclusively determined through this evaluation. It was communicated that no further information can be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. No other information was provided.